Event description:
Account alleged the bed has no power. No head functions. No gci. No injury reported. Bed is in use.

Manufacturer narrative:
Account stated they repaired the bed. Account stated he does not remember what was done to repair the bed, but the bed is repaired and back in service.